Event description:
The customer tested his blood glucose using his breeze meter and received a reading of 24 mg/dl. He tested using a liberty brand meter and the breeze meter and received of 134 and 65 mg/dl respectively. The difference between the readings falls in the "c" zone of the parkes error grid, making the difference clinically significant. The customer did not allege any adverse events. Control solution and test strips are being sent for further troubleshooting. No product will be returned at this time.